Event description:
(B)(6) trial. It was reported that the patient experienced left bundle branch block (lbbb). The patient was enrolled in the (B)(6) study in (B)(6) 2019 and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given. On the day of the procedure, the patient received loading doses of 81mg of aspirin and 300mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with the placement of a 27mm lotus edge valve. Successful repositioning of the lotus edge valve involved partial re-sheathing of the lotus edge valve and deployment into a more accurate position within the aortic annulus in accordance with the directions for use. On the same day as the index procedure, the patient developed lbbb. No diagnostics were performed and no action was taken to treat the event. At the time of reporting, the event was considered to be not resolved. Two days after the index procedure, the patient was discharged.